Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Device requested, not yet received.

Event description:
During a procedure, the tip of the drill fractured as the surgeon was drilling. Pieces of the fractured drill fell in to the patient and were removed. There was a ten minute delay in procedure as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). The drill bit was received for evaluation. It was found that the drill tip is fractured. The device history records found a deviation in the inspection process for the hardness of the drill. The product was inspected to hrc 46 when the product needs to be at minimum hrc 47. However, product is likely conforming as product was manufactured to correct specifications. But, the inspection was determined to be conducted to the incorrect specification. Additional investigation determined that no adverse health events are anticipated. Further investigation into the issue is ongoing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.